Event description:
In 2008, the patient reported that for at least one month, the piston rod of her infusion device will not extend past 174 units. She stated that when this occurs she removes the insulin cartridge and resets the infusion device to 315 units and then uses the arrow buttons of the infusion device to prime the piston rod past 174 units. She stated that the piston rod makes a loud noise and "was hesitating like it will not go any further." She reported that one week ago 1/4th of a cartridge of insulin spilled into the cartridge compartment when the plunger of the cartridge became stuck to the piston rod. She was able to remove the plunger from the piston rod. The patient switched to her backup infusion device. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.